Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that both of his batteries are showing an amber colored and red flashing light with a line through it when placed on the charger. The pt was provided with replacement battery packs, a replacement charger and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been confirmed. The reported problem (battery/charger faults-battery won't power up monitor) has been confirmed. Upon evaluation, it was discovered that the battery back had one or more defective cells. The battery output measured at 0 volts. The root cause of the defective cells cannot be positively determined. No adverse event resulted from the defective battery. The pt rec'd a replacement battery.